Manufacturer narrative:
The account investigated and found the foot switch was damaged and sticking on the side rail. See scanned page. A search of hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on their beds. The account replaced the left and right foot control assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the bed hi/low lowered without the side rail controls being used. The bed was located in scu at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).